Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was replaced because they saw their healthcare provider and they indicated their ins was no longer working and their programmer was not working even after changing the batteries. The patient reported they did not know if it was replaced due to normal battery depletion, when asked. The caller stated their healthcare provider woke them up during the surgery and told them the ins was not working and asked if they wanted to continue. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that with the patient awake there was very limited sensation or motor response. The health care professional (hcp) stated that the cause was not determined but most likely was patient response not the stimulator. It was noted that it was replaced with new or in a different location and the ins no longer working was a patient issue. There were no further symptoms or complications reported or anticipated.